Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display of their insulin pump went blank and the customer's blood glucose was not known at that time. The product will be returned for analysis.

Manufacturer narrative:
No blank display anomalies, icon anomalies or audio anomalies noted during testing. Device passed self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The stop current test and run current test were in specification. (B)(4).